Event description:
It was reported on 19-jun-2026 that the patient¿s infusion set got detached due to sweating.

Manufacturer narrative:
E1: patient city :(B)(6).patient country: spain.zip: 04409.name: medtronic minimed.country: united states of america.street: 18000 devonshire street.city: northridge.state: california.zip code: 91325.based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545.manufacturing site: 8021545.